Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient said that she has "three settings currently, but the patient can't use one of them because it zaps the patient in their back". This started right from the begging ((B)(6) 2019). The patient noted that her other two settings do help, and that she can walk because of them. The patient stated that they called their doctor, and was told that they need to get the program removed that is zapping her. No further complications were reported. No additional patient symptoms were reported.